Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, on (B)(6) 2026, the patient underwent flexible ureteroscopy with lithotripsy and stone removal for kidney stones. Due to concomitant ureteral stricture, it was planned to use balloon set 998806 for dilation. During the balloon dilation phase of the procedure, the balloon was inserted to dilate the ureter using a pneumatic pump. It was discovered that the balloon could not be effectively inflated. The balloon was removed for testing outside the body, confirming that it could not be inflated; the specific cause remains unknown. The hospital routinely uses balloons and has extensive experience with them. After clinical assessment, a new set of balloons was selected; the product was found to be in good condition, and the subsequent procedure was completed successfully. The surgery was completed without incident.